Event description:
During the process of attempting to obtain the specimen, the needle subsequently broke inside the patient's body. To retrieve the needle, the patient was taken to ir [interventional radiology] procedure where it was successfully retrieved under fluoroscopy. The patient was then taken back to CT to resume the original procedure, and the specimen was successfully obtained.